Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 was deployed, it was found t2 slipped out subsequently.¿ please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. There were no anchors returned. There was a partial length of cut suture returned. There was no depth limiter returned. The manual actuator was fully forward. The delivery needle showed no damage. Please note: anchors spaced too far from each other may cause suture to pull t2 anchor prematurely from the needle track. Advancement of t2 may have been an inadvertent action. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery after t1 was deployed, it was found t2 slipped out subsequently. The ts were removed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a meniscus repair surgery after t1 was deployed, it was found t2 slipped out subsequently. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 was deployed, it was found t2 slipped out subsequently.¿ please note: this style device requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. This product has no deployment or automatic deployment mechanism. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. There were no anchors returned. There was a partial length of cut suture returned. There was no depth limiter returned. The manual actuator was fully forward. The delivery needle showed no damage. Please note: anchors spaced too far from each other may cause suture to pull t2 anchor prematurely from the needle track. Advancement of t2 may have been an inadvertent action. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, after t1 was deployed, it was found t2 slipped out subsequently. The procedure was successfully complete with a back up device. It is unknown if there was a delay. No patient injuries or other complications were reported.

Event description:
It was reported that during a meniscus repair surgery, after t1 was deployed, it was found t2 slipped out subsequently. The procedure was successfully complete with a back up device. It is unknown if there was any back up device. No patient injuries or other complications were reported.